Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while harvesting bone grafts from the left humerus, the surgeon disconnected the tubing from the reamer/irrigator/aspirator (ria) system while in the humerus shaft. When he went to reconnect the tubing, the kit was forced forward and the ria drive shaft with hexagonal recess in the reamer head snapped. The surgeon used a reaming rod to retrieve the broken shaft tip and ria reamer. A sliver of broken shaft was confirmed to be remaining in the humeral shaft via x-ray. There was no delay in the procedure as the surgeon had already gathered enough bone graft but was trying to obtain just a little more when the shaft broke. The procedure was successfully completed and the patient status/outcome is reported as fine. This is report 1 of 1 for complaint (B)(4).